Event description:
Following implantation, the body of the distractor broke away from the foot plate at the weld point. A secondary surgery is required to remove the broken distractor and replace with a new one.